Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Power graph analysis confirmed power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area. Unit received with broken of piece of the battery tube threads. Unit received with faded and peeling serial number label. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had several replace battery now alarms. The blood glucose at the time of the incident was 4.1 mmol/l. Troubleshooting was performed. The device was returned for analysis.